Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. Reportedly, the pump has a communication problem. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 11/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: a review of the alarm history showed a call service 052 alarm. Further testing could not be performed due to the pump powering on to a blank display.